Manufacturer narrative:
Description of changes: field a4: added "patient weight". Field b4: added "date of this report" 8/26/2024. Field d4: corrected UDI number. Field g3: updated "date received by manufacturer" to "08/14/2024". Field g6: checked "30 days", updated to "follow-up, # 1". Field h2: checked "correction" and "device evaluation". Field h4: corrected device manufacture date. Field h6: updated "investigation findings" code "3243" and updated " investigation conclusion" to "23". Field h11: added description of changes.

Event description:
During surgery, while the patient was lying on the pss, the z-motor broke causing the pss to fall down. When the incident happened the surgery process had not start yet. There is no report of any negative impact to the patient.